Event description:
It was reported that the ventilator began alarming with "disc/sense" and "low minute ve" alarms with connected to the pt. The pt was disconnected from the ventilator and manually ventilated. The pt was placed on a back-up ventilator. No pt harm reported.